Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. At this time, it cannot be determined if the device may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to arthrex. Device history record review revealed nothing relevant to this event. Additional information has been requested but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device requested but not yet received.

Event description:
It was reported that during an acl case, the surgeon tried to cut the quad tendon multiple times with the ar-2384, quad tendon stripper-cutter. The surgeon extended the incision and used scissors to cut the tendon. When the case was completed the sales rep inspected the device and found the weld where the shaft meets the handle was not intact.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. This is a follow-up submission due to device evaluation. Device history record review revealed nothing relevant to this event. Complaint confirmed. The device met all material specifications as received. The evaluation revealed broken/ insufficient weld at the point where shaft meets handle. This is the first complaint of this type for this part/ lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during an acl case, the surgeon tried to cut the quad tendon multiple times with the ar-2384, quad tendon stripper-cutter. The surgeon extended the incision and used scissors to cut the tendon. When the case was completed the sales rep inspected the device and found the weld where the shaft meets the handle was not intact.